Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30965. It was reported the patient¿s lead was twisted and had a visual tear. The ipg was torn and screws were unable to be put back in the ipg. In turn, surgical intervention was undertaken where in the ipg and the lead was explanted and replaced. This addressed the issue.